Event description:
Customer reported the panorama central station produced false alarms and froze, which may have affected telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
Company representatives evaluated the system and reset the alarm settings.